Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was not impacted. Customer indicated she would change the cartridge after the call.